Event description:
It was reported the pt was no longer receiving stimulation in the area where needed. Diagnostic testing identified the scs lead had migrated up a full vertebral segment. The pt was referred to her implanting physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.